Manufacturer narrative:
(B)(4). Evaluation of the returned device did not identify any breakage as reported, however functional testing with a depuy retained reamer finds the returned modular stop does not assemble to the mating device as intended. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that instrument was broken during sterilization.

Event description:
Evaluation and functional testing of the returned device finds the modular stop will not assemble to the mating part as intended. No breakage was identified.